Manufacturer narrative:
Insulin pump received with cracked & "bleeing" lcd glass, minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the screen cracked after it got dropped. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.